Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified super facial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use and was inflated three times. It was then noted that the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported. Patient was good post procedure.